Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014 the patient¿s blood glucose (bg) reading was over 400 mg/dl but less than 500 mg/dl with vomiting, and moderate level of ketones. It was reported that the patient was treated with intravenous glucose by the medical personnel at the hospital. The patient allegedly remained on pump therapy with no information given regarding any recent adjustments to the pump settings. Customer technical support agent reviewed the event with the reporter. The reporter allegedly did not want to review the pump and troubleshooting was unable to ascertain if the issue was pump or site related. This complaint is being reported because the patient experienced severe hyperglycemia related to an alleged adverse event of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.